Event description:
It was reported that this inflatable penile prosthesis (ipp) eroded through the meatus causing the patient pain. The ipp was explanted and a tactra was implanted on one side. There were no additional patient complications reported.